Event description:
It was reported that occlusion alarm occurred during pump use, but technical support was unable to verify alarm number in pump history and caller reported no prior or recurring occlusion issues. There was no reported impact to the customer¿s blood glucose level, as caller declined to provide blood glucose details and no additional information was available. Customer resolved issue independently, resumed insulin, and technical support determined no further assistance was necessary and closed case.